Event description:
It was reported that the patient had their device replaced due to difficulty recharging the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).